Manufacturer narrative:
Concomitant medical products: product ID: c4tr01, ipg, implanted: (B)(6) 2013.

Event description:
It was reported that the device, right ventricular (rv) and atrial leads were oversensing. There was oversensing note on both channels during the device check and there was right ventricular (rv) lead oversensing noted on stored episodes. Additionally the atrial lead had noise noted on the near-field electrogram. The device sensitivity was reprogrammed and the device and leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.